Event description:
It was reported that a user experienced intermittent communication failure when attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump, including unsuccessful pairing attempts, toggling settings, bluetooth troubleshooting, and subsequent discovery that a dexcom g7 receiver was in use concurrently, which prevented pairing to the pump; the event involved interoperability issues related to the sensor's limitations. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure attributable to limited connectivity pathways when the g7 receiver remained connected while pairing to the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-device setup limitations and no identified ilet malfunction.

Manufacturer narrative:
Initial.